Event description:
It has been reported that during a bph surgical procedure "fiber stopped working." The fiber was exchanged and the second fiber was reading "fiber overheated" after a couple hundred joules of use. The fiber was exchanged and the procedure was completed by utilizing a third fiber in conjunction with an alternate procedure "turp." Patient outcome: "surgery was successful." No injury to the patient was reported. This report is for the second fiber.